Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient received a total knee arthroplasty in 2003 and underwent a tibial revision approximately 1 year later for unknown reasons.

Manufacturer narrative:
This report is being amended to reflect changes in sections. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Primary surgical notes were not received; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information indicates the primary surgery was in 2003 and underwent a previous tibial revision in 2004 for unknown reasons. A definitive root cause cannot be determined with the information provided.